Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient experienced syncope and was sent to the hospital. A boston scientific field representative was contacted to interrogate the patient's pacemaker. No abnormal measurements or faults were found in the interrogation, however the field representative noted the device's lower rate limit was programmed to thirty beats per minute. The field representative reprogrammed the lower rate limit to a higher value. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the physician had accidentally programmed the lower rate limit to 30 beats per minute during a previous appointment. This product remains in service. No additional adverse patient effects were reported.